Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 63mm aaa . The diameter of the infra renal aortic neck ranged from 29.4mm -32mm.  It was that during the procedure, in order to prevent plaque moving into the renal artery during the bifurcates deployment, a 6mm pta was first delivered and placed in the left renal artery. Following this, the endurant bifurcate was placed so that the proximal edge of the graft was directly below the renal artery, as usual. The rest of the procedure was completed. During the last CT imaging, it was noted that the renal artery was partially covered by the proximal edge of the main body. Although there was still blood flow present, it was decided to implant a renal stent, which was implanted without issue. Blood flow through the stent was confirmed and the procedure was completed.  Per the physician the cause of the event could not be specified.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.